Event description:
During scheduled pacemaker replacement, the pacemaker entered backup vvi (bvvi) mode. Since the device could not be reprogrammed to resolve the bvvi mode, a temporary lead was used to maintain pacing while the device replacement was performed. The procedure was completed without further incident and the patient was stable. It was later noted that the bvvi mode most likely occurred due to low battery voltage and exposure to electrocautery.

Manufacturer narrative:
As received, the device was returned for analysis in backup operation. Visual examination of the device found an electrocautery mark on the can, and analysis of the device image discovered a non-maskable interrupt had been triggered. Both findings are consistent with electrocautery induced backup operation. A request for field information was sent, and the use of electrocautery during the explant procedure was confirmed. Further analysis determined the device had reached elective replacement battery levels. The implant duration exceeds 75% of the total projected longevity based on nominal settings and is considered normal battery depletion.